Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the nail was received with some minor damage to the anodize where a sticker was affixed to the nail. A full dimensional check was performed and the components were verified correct. The nail has passed for all pertinent dimension oblique hole and angle. Material was verified and passed. Device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. The unsterile lot number is 7482802. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4)reports an event in (B)(6)as follows: it was reported that during surgery the surgeon wanted to implant the trochanteric fixation nail, but the anti-rotation screw was in front of the column screw hole. The surgeon tried to screw back the antirotation-screw but it didn't help. It was still in its place blocking the hole for the column screw. They picked another nail which was fine. A few days later the patient showed the surgeon the nail and it was then screwed back the antirotation screw and the two pieces fell on the table. Another nail used for the procedure and there was no harm to the patient. This complaint is for 1 of 1 complaint (B)(4)